Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was caught by the edge of the bone and severed during removal in (B)(6) 2016. As a result, the sensor part was left in the patient (probably on the dura mater, not the cerebral parenchyma). The other part removed was discarded at the facility. The surgeon requests the manufacturer's view on whether MRI (1.5 tesla) is available without causing any harm (such as burn) to the patient with the sensor part remaining.